Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of stent broken.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of obstructive jaundice due to cancer of the head of the pancreas, performed on (B)(6) 2023. During the procedure, when the stent was being placed in the correct position within the biliary duct, the tip of the stent fell off. The device was removed, and the procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.